Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('xenobiotic material removed') in a 31-year-old female patient who had essure (batch no. 50540028) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("several physical complaints developed after essure insertion"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure. The reporter commented: because of the complaints the patient was being impeded in her normal daily functioning and was suffering from injury. Most recent follow-up information incorporated above includes: on (B)(6) 2020: lawyer (new reporter) provided essure lot number (50540028). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('xenobiotic material removed') in a 31-year-old female patient who had essure (batch no. 50540028) inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: several physical complaints developed after essure insertion. Because of the complaints the patient was being impeded in her normal daily functioning and was suffering from injury. Lot number:50540028 manufacture date:2010/08 expiration date:2013/08 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('constant abdominal pain') in a 31-year-old female patient who had essure (batch no. 50540028) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), medical device site pain ("burning sensation where the essure was located"), vaginal infection ("intense vaginal infection / infection came back more frequently"), menstrual discomfort ("menstrual complaints"), nausea ("trouble with nausea"), dizziness ("dizziness"), dyspareunia ("pain during sexual intercourse"), gastrointestinal disorder ("intestinal problems"), skin disorder ("skin problems"), vitamin b12 deficiency ("b12 deficiency"), vitamin d deficiency ("vitamin d deficiency"), musculoskeletal pain ("pain in her shoulder"), groin pain ("groin pain"), pain in extremity ("calf pain"), arthralgia ("hip pain"), allergy to chemicals ("allergic reactions to cleaning products"), food allergy ("allergic reactions to foods"), mental disorder ("psychological problems"), mood swings ("mood swings"), tooth disorder ("dental problems") and alopecia ("hair loss"). The patient was treated with surgery (essure removal in two surgeries). Essure was removed. At the time of the report, the abdominal pain outcome was unknown and the medical device site pain, vaginal infection, menstrual discomfort, nausea, dizziness, dyspareunia, gastrointestinal disorder, skin disorder, vitamin b12 deficiency, vitamin d deficiency, musculoskeletal pain, groin pain, pain in extremity, arthralgia, allergy to chemicals, food allergy, mental disorder, mood swings, tooth disorder and alopecia was resolving. The reporter considered abdominal pain, allergy to chemicals, alopecia, arthralgia, dizziness, dyspareunia, food allergy, gastrointestinal disorder, groin pain, medical device site pain, menstrual discomfort, mental disorder, mood swings, musculoskeletal pain, nausea, pain in extremity, skin disorder, tooth disorder, vaginal infection, vitamin b12 deficiency and vitamin d deficiency to be related to essure. The reporter commented: several physical complaints developed after essure insertion. Because of the complaints the patient was being impeded in her normal daily functioning and was suffering from injury. Patient had two surgeries to fully remove the essure. After the first surgery, in which her fallopian tubes and a corner of her uterus were removed, along with her essure, many symptoms soon disappeared. Since fragments of the essure, which were surrounded by infections, had rooted into her uterus, a large piece of uterus also had to be removed during the second surgery. Since then, most of the symptoms are gone and patient is doing better. Lot number:50540028 manufacture date:2010/08 expiration date:2013/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2020: event "xenobiotic material removed" updated to "constant abdominal pain", events added "burning sensation where the essure was located", "intense vaginal infection / infection came back more frequently", "menstrual complaints", "trouble with nausea", "dizziness", "pain during sexual intercourse", "intestinal problems", "skin problems", "b12 deficiency", "vitamin d deficiency", "pain in her shoulder", "groin pain", "calf pain", "hip pain", "allergic reactions to cleaning products", "allergic reactions to foods", "psychological problems", "mood swings", "dental problems", "hair loss" we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('constant abdominal pain'), device breakage ('fragments of the essure') and embedded device ('fragments of the essure had rooted in her uterus') in a 31-year-old female patient who had essure (batch no. 50540028) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal infection ("intense vaginal infection / infection came back more frequently"), 1 year after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), medical device site pain ("burning sensation where the essure was located"), menstrual discomfort ("menstrual complaints"), nausea ("trouble with nausea"), dizziness ("dizziness"), dyspareunia ("pain during sexual intercourse"), gastrointestinal disorder ("intestinal problems"), skin disorder ("skin problems"), vitamin b12 deficiency ("b12 deficiency"), vitamin d deficiency ("vitamin d deficiency"), shoulder pain ("pain in her shoulder"), groin pain ("groin pain"), pain in extremity ("calf pain"), pain in hip ("hip pain"), allergy to chemicals ("allergic reactions to cleaning products"), food allergy ("allergic reactions to foods"), mental disorder ("psychological problems"), mood swings ("mood swings"), tooth disorder ("dental problems"), alopecia ("hair loss"), burning sensation ("she constantly felt a burning sensation on the spot where the essure was sitting") and salpingitis ("fragments of the essure, surrounded by infections"). The patient was treated with surgery (essure removal in two surgeries and large piece of uterus had to be removed). Essure was removed. At the time of the report, the abdominal pain, device breakage, burning sensation and salpingitis outcome was unknown and the medical device site pain, vaginal infection, menstrual discomfort, nausea, dizziness, dyspareunia, gastrointestinal disorder, skin disorder, vitamin b12 deficiency, vitamin d deficiency, shoulder pain, groin pain, pain in extremity, pain in hip, allergy to chemicals, food allergy, mental disorder, mood swings, tooth disorder and alopecia was resolving. The reporter considered abdominal pain, allergy to chemicals, alopecia, burning sensation, device breakage, dizziness, dyspareunia, embedded device, food allergy, gastrointestinal disorder, groin pain, medical device site pain, menstrual discomfort, mental disorder, mood swings, nausea, pain in extremity, salpingitis, shoulder pain, skin disorder, tooth disorder, vaginal infection, vitamin b12 deficiency, vitamin d deficiency and pain in hip to be related to essure. The reporter commented: several physical complaints developed after essure insertion. Because of the complaints the patient was being impeded in her normal daily functioning and was suffering from injury. Patient had two surgeries to fully remove the essure. After the first surgery, in which her fallopian tubes and a corner of her uterus were removed, along with her essure, many symptoms soon disappeared. Since fragments of the essure, which were surrounded by infections, had rooted into her uterus, a large piece of uterus also had to be removed during the second surgery. Since then, most of the symptoms are gone and patient is doing better. Lot number: 50540028, manufacture date: 2010/08, expiration date: 2013/08, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2021: the follow information were added: ew lawyer reporter; on events: she constantly felt a burning sensation on the spot where the essure was sitting, fragments of the essure, fragments of the essure, surrounded by infections, fragments of the essure had rooted in her uterus; onset on event "intense vaginal infection / infection came back more frequently". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of abdominal pain ('constant abdominal pain'), device breakage ('fragments of the essure'), embedded device ('fragments of the essure had rooted in her uterus') and salpingitis ('fragments of the essure, surrounded by infections'). In a 31-year-old female patient who had essure (batch no. 50540028), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal infection ("intense vaginal infection/infection came back more frequently"), (B)(6)year after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), salpingitis (seriousness criterion medically significant), medical device site pain ("she constantly felt a burning sensation on the spot where the essure was sitting"), dyspareunia ("pain during sexual intercourse"), groin pain ("groin pain"), menstrual discomfort ("menstrual complaints"), nausea ("trouble with nausea"), dizziness ("dizziness"), gastrointestinal disorder ("intestinal problems"), vitamin b12 deficiency ("b12 deficiency"), vitamin d deficiency ("vitamin d deficiency"), skin disorder ("skin problems"), shoulder pain ("pain in her shoulder"), pain in extremity ("calf pain"), pain in hip ("hip pain"), allergy to chemicals ("allergic reactions to cleaning products"), food allergy ("allergic reactions to foods"), mental disorder ("psychological problems"), mood swings ("mood swings"), tooth disorder ("dental problems") and alopecia ("hair loss"). The patient was treated with surgery (essure removal in (B)(6) surgeries and large piece of uterus had to be removed). Essure was removed. At the time of the report, the abdominal pain, device breakage and salpingitis outcome was unknown. And the medical device site pain, dyspareunia, groin pain, vaginal infection, menstrual discomfort, nausea, dizziness, gastrointestinal disorder, vitamin b12 deficiency, vitamin d deficiency, skin disorder, shoulder pain, pain in extremity, pain in hip, allergy to chemicals, food allergy, mental disorder, mood swings, tooth disorder and alopecia was resolving. The reporter considered abdominal pain, allergy to chemicals, alopecia, device breakage, dizziness, dyspareunia, embedded device, food allergy, gastrointestinal disorder, groin pain, medical device site pain, menstrual discomfort, mental disorder, mood swings, nausea, pain in extremity, salpingitis, shoulder pain, skin disorder, tooth disorder, vaginal infection, vitamin b12 deficiency, vitamin d deficiency and pain in hip to be related to essure. The reporter commented: several physical complaints, developed after essure insertion. Because of the complaints, the patient was being impeded in her normal daily functioning and was suffering from injury. Patient had (B)(6) surgeries to fully remove the essure. After the first surgery, in which her fallopian tubes and a corner of her uterus were removed, along with her essure, many symptoms soon disappeared. Since fragments of the essure, which were surrounded by infections, had rooted into her uterus. A large piece of uterus, also had to be removed, during the second surgery. Since then, most of the symptoms are gone and patient is doing better. Lot number#: 50540028, manufacture date: 2010/08, expiration date: 2013/08. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jan-2021, updated quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('xenobiotic material removed') in a (B)(6) year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("several physical complaints developed after essure insertion"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure. The reporter commented: because of the complaints the patient was being impeded in her normal daily functioning and was suffering from injury. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.